Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system at 4 pounds during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). All operating currents were within specifications. There was no unexpected battery out limit alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump resets while the customer was trying to change the infusion set. The customer's blood glucose was 289 mg/dl at the time of incident. The pump keeps turning off and the customer tried changing the battery 4 times. During troubleshooting, the customer received a battery out limit alarm. The pump alarmed compromised force sensor system and troubleshooting was completed. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.